Manufacturer narrative:
Reporter informed the company that the product has been discarded. Complained product will not be not available.

Event description:
Brush head fell right out in my mouth [oral-b power oral care refills] [device breakage]. Case narrative: consumer stated via phone call that brush head fell right out in the mouth. No serious injury was reported.